Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2018-12581. Reference MFR. Report#: 1627487-2018-12582. It was reported the patient was seen by physician for an explant procedure (reference MFR. Report# 1627487-2018-12574, 1627487-2018-12576, 1627487-2018-12577). Reportedly, the physician tried to explant all three leads but was unsuccessful. Two leads remained in situ. Surgical intervention may occur later to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.